Event description:
It was reported that loss of capture due to lead dislodgement was observed. The lead was explanted and replaced when repositioning was unsuccessful. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).